Event description:
The customer reported that the 840 ventilator had an erratic display. No patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the color I/o pcb. Covidien was not authorized to service the device.